Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Part number: 04.037.157s, lot number: 7951448, raw material number: (B)(4): manufacture date: april 13, 2015. Expiration date: february 28, 2025. A review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for this complaint number no manufacturing related issue was identified and/or confirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original procedure was performed on an unknown date. Post-operatively due to reported pain, femoral neck was shortened and was in varus, a revision surgery was performed on (B)(6) 2016 to explant a nail and a blade. There were no surgical delays reported, procedure was successfully completed. Patient was revised with a total hip. No allegations against implants were reported. This is report 1 of 2 for (B)(4).